Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient reported that he began to have increased pain beginning in 2008, and he felt "woozy" in his head and stomach. The hcp reported that the patient was seen in the office eighteen days later, with a recent increase in leg and groin pain. A dye study was not performed because the hcp was unable to withdraw fluid from the catheter access port. A magnetic resonance imaging was done which showed a granuloma in his spine. Two days later, the patient had explant surgery; part of the catheter remained implanted because of the granuloma. There was white exudate with white cells in the pump pocket; the pump was explanted. The patient reported he was totally numb below his waist and a neuro spine specialist had been consulted. A procedure was planned to try to fix the ongoing pain and numbness. The device system was used to deliver dilaudid 60 mg/ml at 19.970 mg/day. Baclofen, and clonidine. The hcp reported the patient outcome as 'no injury, recovered without sequela'. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.